Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged five days later and was recovering from peritonitis. No additional information is available. This is complaint 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers gd895755 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as cmplnt-(B)(4).